Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (338 mg/dl) the customer took a bolus via the pump to stabilize bg level. Reportedly, the customer tried going through changing out supplies on their own for the first time and it took a while. During the call with tandem technical support, the customer was educated on the load process and able to complete the load process successfully.